Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
New information noted that the lead exhibited failure to capture.

Event description:
It was reported that the patient's lv lead was explanted and replaced due to an unspecified reason. Further information was requested, however was not provided. New information noted that the lead was dislodged. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lv lead was explanted and replaced due to an unspecified reason. Further information was requested, however was not provided.